Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#1627487-2017-05457, reference MFR. Report#1627487-2017-05456, reference MFR. Report#1627487-2017-05455. It was reported the patient's skin is thinning at the distal tip end of both pns leads (off label usage). Reportedly, surgical intervention may be undertaken at a future date to address the issue. Note: all possible pns leads are being reported as it's unknown which contributed to the event.

Event description:
Device 4 of 4, reference MFR. Report#1627487-2017-05457. Reference MFR. Report#1627487-2017-05456. Reference MFR. Report#1627487-2017-05455. Follow-up identified surgery was undertaken on (B)(6) 2017 wherein the supra orbital leads were repositioned away from the thinning/ eroding skin. Postoperatively, it was noted the skin at the distal top of both leads was thinning. However, the issue is healing and the patient's recovering. There is no evidence of infection.